Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely for follow-up. Review of the transmission revealed, the implantable cardiac monitor (icm) was under-sensing, resulting to inappropriate 'pause' detections. No intervention was reported. The patient was in stable condition.